Event description:
It was reported that during a coronary artery bypass graft procedure, the tissue pad came off and it was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): added additional information. The device was received with the clamp arm detached from the instrument outer tube. The clamp arm was returned with the device, and the tissue pad was found in good visual condition and attached to the clamp arm.the outer tube interface with the clamp arm was found to be very damaged.no further tests could be performed due to the device receiving condition.no conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or intanglement in fibrous tissue.